Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using pod8s. During the procedure, while attempting to advance the pod8 through the lantern, the pusher assembly of the pod8 became kinked; therefore, the pod8 was removed. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.